Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd purehub¿ disinfecting cap that sponge separated from cap and stayed stuck to the hub. It was also reported that there was ecessive alcohol in sponge that dripped down patient.

Event description:
It was reported that during use of the bd purehub¿ disinfecting cap that sponge separated from cap and stayed stuck to the hub. It was also reported that there was excessive alcohol in sponge that dripped down patient.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record review was completed. 15 inspections performed, no defects or issues reported. No notifications were written for this batch, nor for the associated assembly batch. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: no root cause can be determined as no samples were received. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.